Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a seizure at noontime while in a department store. The consumer's spouse administered a glucagon shot to her husband so, she could get him home. Approximately at 3:00 pm, the consumer performed a blood glucose test getting a result of 94 mg/dl and experienced another seizure. The consumer's wife administered another glucagon shot, spouse did not request medical intervention. The meter and test strips in question will be returned for eval.